Event description:
An email was received in the corporate product surveillance mailbox on (B)(6) 2011 from a patient who reported minicaps cracked in the middle while he was using them. It happened to him last week and rn told him not to use them. He still has 9 minicaps left if baxter needs samples from him. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This is report 1 of 2. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the broken minicaps. The hp stated they had two caps that broke during use and was willing to return the caps. The hp could not provide the lot number to the caps. The hp stated that therapy has been fine aside from those incidents. There were no further details provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint was confirmed by evaluation as cracked minicaps. There is substantial functional testing performed during manufacture to monitor product susceptibility including tightening on a connector and leak testing. A knit line weakness which contributed to this failure was detected. The cause was related to manufacturing-molding process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.